Manufacturer narrative:
Product analysis: the stent was not present on the balloon of the returned delivery system. Crimp impressions were visible along the working length of the balloon. Additional info: the device was returned to the manufacturing facility with no stent present. It was confirmed that the stent did not dislodge in vivo. (B)(4).

Event description:
During the procedure the physician used endeavor resolute rx to treat tortuous vessel with severe calcification and 85% stenosis in lad. The device was removed from the packaging per the IFU, inspected and prepped prior to use without any issues noted. The device could not cross the lesion and the stent got damaged. The lesion was not pre dilated. Resistance was encountered when advancing the device through the lesion. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy; the event was procedural related and not device related. The procedure was completed with another same size endeavor resolute device. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.

Manufacturer narrative:
Evaluation codes: results: operational problem (device used in tortuous vessel with severe calcification and 85% stenosis) no results available since no evaluation was performed (device evaluation anticipated, but not yet begun) evaluation codes: conclusion: device failure related to patient condition (tortuous vessel with severe calcification and 85% stenosis) unable to confirm complaint (device evaluation anticipated, but not yet begun) known inherent risk of a procedure (stent deformation) - conclusion not yet available ¿ evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.